Manufacturer narrative:
(B)(4). This lot was manufactured from july 21, 2014 to july 23, 2014. Evaluation summary: the evaluation of the received sample is complete. A visual inspection was performed and identified a white particle, approximately 0.99 mm in length, floating in the reservoir. A fourier transform infrared spectroscopy scan determined that the particle was acrylic material. The reported condition was verified. The cause of the condition could not be determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter inside of its bladder. This was identified during or after filling with tazocin and before patient use. There was no patient involvement. No additional information is available.